Event description:
Caller reported a malfunction in the continuous glucose monitor (cgm) with an error code. There was no adverse impact to the customer's blood glucose level. Customer service provided guidance for a pump reset, and after performing the reset, the error did not recur. The caller was then advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.